Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope exhibited foreign material from the forceps elevator. A worn adhesive around the objective lens and the light guide lens were also observed. There was no patient involvement in this event.